Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the tubing of an unspecified access set. During infusion of potassium chloride, it was observed that air was entering the set potentially from the port of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.